Manufacturer narrative:
Bayer service performed a system checkout on december 16, 2015 and found the system was performing to specification. The system has been in use daily since the reported occurrence. The customer did not return disposables or provide lot numbers; therefore testing of retains is unable to be completed. In the event that more information is received a follow up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
A bayer representative reported the following: the customer stated that a patient experienced a contrast media reaction when attached to the stellant dx injector system. Post procedure, we received information that the patient suffered a cardiac arrest and subsequently expired; however, the exact time of the events is unknown. The name and manufacturer of the contrast media has not been provided. Multiple attempts have been made to obtain additional information from the site without response.